Event description:
This lead was implanted on (B)(6) 2013 and explanted on (B)(6) 2014. A product experience report states that this lead had twiddler's syndrome and lead dislodgement. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).